Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned for evaluation. The reported cracked hub and leak was confirmed. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the electronic complaint handling database revealed no other incidents for cracked or leaked hub reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that a leak was noted to be coming out of a crack on the hub of the trek during device preparation. There was no patient involvement. Another trek was used to complete the procedure. No additional information was provided.